Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product reported that the device was sticking out of the skin. There were no additional adverse patient effects reported. All available information indicates that the product remains in service.

Manufacturer narrative:
Additional information indicated that the cardiac resynchronization therapy defibrillator (crt-d) was already explanted due to other/non-product experience. There were no additional adverse patient effects reported.

Event description:
Additional information indicated that the cardiac resynchronization therapy defibrillator (crt-d) was already explanted due to other/non-product experience. There were no additional adverse patient effects reported.